Manufacturer narrative:
Concomitant medical products: product ID 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that the patient was feeling a stimulation sensation, but was not having therapeutic relief. It was noted that this had been going on for about a week prior to the report. The patient had attempted to turn up stimulation, but it has not helped with her pain at all. The pain was mostly happening in the morning when the patient was trying to get up. When patient was trying to get up, "she could not straighten up and was in pain", patient then laid down totally flat until pain would go away. It was noted that the patient rated the pain to be a 10 when she was trying to get up and it would occur every time the patient would lean "a little bit forward". It was noted that the patient was "sucking on vicodin like she never had to before". No falls or trauma reported. It was reported the patient has been doing a lot of housework and bending, and patient thought this may have something to do with her issue.